Event description:
The product was used during an unspecified gynecological procedure. Reportedly, the suture knot came loose. The surgeon performed a reoperation to correct the condition.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.